Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a blank screen issue. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 12/14/2016. Device evaluation: the device has been returned and evaluated by product analysis on 11/17/2016 with the following findings: the battery compartment and cap were undamaged and able to fit securely. The pump powered up with functioning auditory tone and vibration to a blank display screen. The reported ¿blank screen¿ complaint was duplicated. The pump was opened for investigation and revealed damaged eeprom components; eeprom failure is concluded.